Event description:
The physician claims that the graft was implanted for an axillo-bifemoral bypass procedure. Following the procedure, the patient developed a post-operative infection. The device remains implanted.

Manufacturer narrative:
Being investigated. Additional information regarding the complaint description, including patient's condition, procedure date and event date has been requested. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.